Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 509 mg/dl with ketones. Reportedly, the customer did not know the cause of the elevated bg level. It was recommended by the customer's health care provider (hcp) to treat elevated bg level and ketones at home. The customer stated that a bolus was delivered to address bg level, however, the bg level did not stabilize. The customer changed site, but the bg still did not respond. The customer administered manual injections and stated she could "feel" insulin being delivered with new site. It was confirmed that the customer was consulting with hcp regarding diabetes management.